Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reports receiving two potential false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the first false positive result. See (B)(4) for alternate false positive result. Customer reports receiving a potential false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 22862j, reader sn: (B)(4). Repeat cue tests performed on (B)(6) 2022 provided two negative results. No additional information provided.